Event description:
It was reported that during the balloon assisted coil embolization treatment of a middle cerebral artery aneurysm, the occlusion balloon catheter (subject device) could not be deflated. The physician removed the guidewire to achieve deflation and the occlusion balloon was removed from the patient¿s body without clinical consequences. A second occlusion balloon catheter was used to treat a second aneurysm located in the internal carotid artery (ica), the balloon would only deflate at its proximal side. There was no was no clinical consequence reported due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device is not available; therefore analysis cannot be performed. Additional information received indicated that the device was confirmed to be in good condition post unpacking and preparation, there were no issues during inflation/deflation at the preparation stage and that the balloon had functioned as intended prior to the reported issue. Based on the information currently available, it is probable that procedural factors limited the performance of the device thus resulting in the reported issue. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the balloon assisted coil embolization treatment of a middle cerebral artery aneurysm, the occlusion balloon catheter (subject device) could not be deflated. The physician removed the guidewire to achieve deflation and the occlusion balloon was removed from the patient's body without clinical consequences. A second occlusion balloon catheter was used to treat a second aneurysm located in the internal carotid artery (ica), the balloon would only deflate at its proximal side. There was no was no clinical consequence reported due to this event.